Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over-delivered medication. It was reported that the cassette may have emptied "more quickly." Per reporter the pump "did give a notification, but it is unknown what was mentioned in the screen." Per reporter the pump is "running properly now." No adverse patient effects were reported.